Event description:
To close an esophageal fistula, a fully covered alimaxx-es stent was placed. Later, a defect in the membrane coating was found, necessitating replacement of the stent. Upon inspection, several defects were found in the stent covering. Dates of use: 2009. Diagnosis or reason for use: esophageal fistula.